Event description:
It was reported that the c10-3v transducer was physically damaged, exposing the metal underneath. There was no reported patient or user harm associated with this event. Additional information is being obtained regarding the device and the nature of the damage.